Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient reported that her cgm was reading 100 mg/dl, and the bg meter was reading 500 mg/dl. She was wearing an omnipod insulin pump, which the patient also reported to ¿not deliver insulin¿. Due to these issues, the patient reported going to the hospital due to being in diabetic ketoacidosis (dka). It was reported the patient's insulin pump and sensor were removed once the patient was admitted to the intensive care unit (ICU). No specific patient symptoms were reported. The patient refused to provide any further event details. The patient was ¿feeling fine¿. Data was evaluated for (B)(6) 2025 and the allegation was undetermined. Data was evaluated for (B)(6) 2025 and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid for (B)(6) 2025. No additional patient or event information is available.